Event description:
It was reported that this unit fails to charge up to 200 joules during daily precheck. The customer has tried multiple batteries and has had the same issue.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The claimed malfunction was verified by device testing. The cause of the problem is under investigation and the findings will be reported in a supplemental MDR submission.